Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative who discovered the issue traced the failure to a faulty pump motor. The technician replaced the motor and subsequent functional verification testing was completed without further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on patient side during maintenance. The pump was not functional. This issue was noted by a livanova field service representative during maintenance for a separate issue. There was no patient involvement.